Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial# (B)(4), product type: accessory. Product ID: tm90t0, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for complex regional pain syndrome and spinal pain. It was initially reported that all of a sudden over the weekend the communicator stopped making a connection to pump, and the patient only achieved the "no pump found" message. (The date (B)(6) 2021 is considered an approximate date of event; specific month and year known only). The patient attempted communication on both sides of communicator (serial number (B)(4)), held it horizontally and vertically, held it toward the lower part of pump, and also hovered it just above pump. They also ensured the personal therapy manager (ptm) handset was not close to communicator to interfere. The communicator had connected to the ptm handset without issue. The issue was not resolved through troubleshooting on (B)(4) 2021 additional information was later received from the consumer on (B)(4) 2021. It was noted that the communicator for ptm was replaced and when they tried to synch ptm with pump using the new communicator (serial number (B)(4)) they were still seeing the "no pump found" message. At the time of the report patient services asked if pump could possibly be flipped and the consumer stated that this was a possibility, because they had to flip the pump over the last time to refill it about a month or month and a half ago. The date (B)(6) 2021 is considered an approximate date of event regarding the pump having to be flipped (specific year known only). At the time of the report patient services had them attempt to communicate with the pump and they were unsuccessful. The issue was not resolved through troubleshooting. The patient was to follow-up with their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on (B)(6) 2021 the patient was in for a possible pump flip and the registered nurse was able to interrogate the pump. It was however, confirmed the pump flipped again. The cause of the flipped pump was not determined. On (B)(6) 2021, the patient was taken to the procedure room, an x-ray was obtained, and the pump was flipped to the proper position per the doctor. It was noted the communication issue and pump flip was resolved. The pump remained in use and the patient¿s weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.